Event description:
Family member reported that customer was hospitalized for dka. Md believed that a stomach virus was a possible cause of hospitalization. Troubleshooting performed and pump appeared to be operating as designed. Md called back and stated that high blood glucose levels spiked and customer was again in dka as soon as customer was placed back on pump. Md requested that pump be replaced out accordingly.